Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman laa closure device was successfully implanted. Initial post operative echocardiogram showed a moderate pericardial effusion. A follow up echocardiogram showed no signs of pericardial effusion. There was no further information provided at the time of this report.

Manufacturer narrative:
H6: impact code corrected from f26: no health consequences or impact to f2203: imaging required.

Event description:
Reported via clinical study. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman laa closure device was successfully implanted. Initial post operative echocardiogram showed a moderate pericardial effusion. A follow up echocardiogram showed no signs of pericardial effusion. There was no further information provided at the time of this report.